Event description:
The facility's nurse educator reported somehow the tubing came out of the pump half-way, so the pump was free flowing. No pt injury or need for medical intervention was reported. The nurse educator stated that the serial number was not documented and was unknown. The tubing was not retained, and the nurse educator did not know the tubing code. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt demographics, status, serial number, rate/volume to be infused, or medication involved.